Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, ongoing, route, frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was on hold and the patient was shifted to hemodialysis (twice a week). No additional information is available.